Event description:
Customer reported the insulin pump kept alarming failed battery test after each battery she inserts. Customer's blood glucose was 185 mg/dl. Alarm was cleared. Customer was advised to check battery cap and compartment for damage or corrosion, none noted. Customer was advised to battery cap and battery compartment; insert a new battery and device alarmed again. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarm was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.